Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "f-38 alarm" was confirmed. The root cause was due to damaged force sensing resistors (fsrs) as a result of fluid intrusion. The fsrs were replaced to resolve the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter (B)(4) reported a flogard infusion pump with a f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.